Manufacturer narrative:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number (MFR report number) 3030677-2023-02557.

Event description:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number (MFR report number) 3030677-2023-02557.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
In was reported to philips that a patient experienced a cardiac rhythm disturbance and required an external electric shock. The ICU defibrillator failed to deliver the shocks. The team in place called cardiology to bring in the emergency cardio cart to use their defibrillator. The patient was shocked 3 times before returning to sinus rhythm. Additional details have been requested.